Event description:
It was reported that the sticker on the insulin pump is completely lifted and loose. It was stated that it is possible that the insulin pump was dropped. Blood glucose value is 8.1 mmol/l. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked end cap, minor scratched display window, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.